Event description:
The customer reported that the system did not fluoro. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep warmed up the lamp flashers and the warm up period did not stop. There was no fault on the arrival. He reseated the circuit board. The system operates as intended.